Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/04/2025, it was reported by a sales representative via phone that an ar-1588rtt2 fibertag® tightrope® ii implant suture sheath that enters the button disassembled it fell apart. Two ar-1204ff flipcutter®iii drills failed one of the mechanisms that opens and closes broke following the proper technique. The second one's external shaft broke. This occurred during a case, all fragments were retrieved.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error. Excessive force on the shortening suture strands and/or tensioning the strands out of alignment with the bone socket may result in strand breakage and impair the ability to fully seat the implant. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.